Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was admitted for medical treatment and her blood glucose dropped to 29mg/dl. The caller stated that she kept having lows due to new settings and additional medication. Troubleshooting was declined. No further information was provided.